Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited intermittent loss of capture (loc) approximately six days post implant. The lead had dislodged. A revision procedure was performed to reposition the lead, however unsuccessful and explanted. Another manufacturer's lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.